Event description:
It was reported that the patient presented for a lead revision procedure. Prior to procedure it was noted that the right atrial (ra) lead exhibited noise oversensing. The ra lead was capped and replaced (B)(6) 2022. The patient status was unknown.